Event description:
It was reported that the physician and company representative complained of experiencing electrical shocks when touching the programmers screen and other components. The device would no longer be used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.